Event description:
It was reported that resistance was encountered during advancement of the vena cava filter through the delivery sheath and after add'l force was applied, two filter legs became crossed upon deployment. No attempts were made to uncross the legs and the filter was left in position. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number for this failure mode. The device was not returned. One image was provided. Based upon the image review, the complaint investigation is confirmed for failure of the filter legs to fully expand. The investigation is inconclusive for filter advancement difficulty. Based upon the available info the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.